Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had an infection at the ipg site which occurred after a lead revision surgery. Surgical intervention took place in which the system was explanted to address the issue.